Manufacturer narrative:
Upon further evaluation, service found normal wear and tear on the housing. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus demo asset device was sent in for inspection. There was no patient or user injury reported. Upon inspection and testing, service found the right castor was damaged.